Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was in public at the time of the event. The patient was conscious, walking on the street in windy and heavy traffic conditions, and did not hear alarms. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was seen at a hospital following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was seen at a hospital following the event and will continue wearing the lifevest. Explanation: device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device malfunction date and usage of device: monitor (B)(4): 08/2014 - reuse. Electrode belt (B)(4): 09/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial g960083 ((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.